Manufacturer narrative:
(B)(4).

Event description:
It is reported that during a procedure to treat a lesion in the rca, two resolute integrity stents failed to cross the lesion and were damaged. The procedure was completed with another two medtronic stents. No patient injury reported.